Event description:
It was reported to medtronic minimed that the customer discovered a bent cannula and experienced a high blood glucose event. The customer received an insulin flow block alarm on the pump and reported hyperglycemia, which was treated with manual insulin shots. The event involved the following products: mmt-1884, mmt-381a, mmt-7040a, and mmt-332a. Troubleshooting was performed, and the customer was using the auto mode/smart guard feature at the time. The insulin pump system had been used within 48 hours of the reported event. The flow block issue had been resolved previously, and no further patient complications were reported. The customer will continue using the device, and no product returns are required for mmt-1884, mmt-381a, mmt-7040a, or mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.